Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide catheter: 6fr heartrail jl4.0; other: kokate micro catheter. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented with an acute myocardial infarction. After pre-dilating the target lesion, a 2.5x23 rx xience prime stent delivery system (sds) was advanced toward a heavily calcified, 90% stenosed lesion in the mildly tortuous mid left anterior descending coronary artery, but was unable to cross the lesion. A non-abbott micro-catheter was advanced to facilitate crossing of the rx xience prime sds, however, the rx xience prime sds became stuck in the non-abbott micro-catheter. The procedure was completed using a 2.5-millimeter diameter non-abbott sds. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.